Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer 'father reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's father reported that the insulin pump stopped working after receiving multiple no delivery and bolus alarms. The customer reported that they tried changing the set and treating with pump boluses, still the blood glucose was 331 mg/dl. Troubleshooting was performed for the no delivery alarm. The customer reported that the cannula was bent. The customer was advised that the infusion set will need to be replaced. The customer was advised to change the infusion set. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.